Event description:
The customer contacted stryker to report that the 3 lead-electrodes of their lifepak 20 device had burned the skin of the patient. It was reported that the patient did sustain skin burns. The patient associated with the reported event did not survive, however the health care provider involved stated that they do not believe the device use contributed to the patient outcome.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was performed and determined that there is insufficient data available to determine the impact of the device use, and therefore it is concluded the device contribution to the reported event is unknown. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) parliament and of the council.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the 3 lead-electrodes of their lifepak 20 device had burned the skin of the patient. It was reported that the patient did sustain skin burns. The patient associated with the reported event did not survive, however the health care provider involved stated that they do not believe the device use contributed to the patient outcome.